Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the past couple days they kept getting a system error rm05 and the issue began about 4 days ago. Patient stated they would sit and it was almost like there was a cord loose inside because if they played with the cord it would all of a sudden start charging again but sometimes it would say recharging with excellent or good connection and sometimes the connection would disappear. Patient also stated it was taking a lot longer to charge the device. Pt stated that the error code rm05 would display while attempting to recharge. Pt mentioned they had been able to recharge just a little bit before rm05 displayed. Then they fully charged the controller and tried again, but rm05 continuously displayed. Patient service asked patient to inspect the recharger for damage and patient noted the cord looked crinkled up. The round recharging pad got hot the other day. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.